Event description:
It was reported that during use the implantable pulse generator (ipg) exhibited battery longevity estimation drop of four years since last patient follow up visits over the past six months. The ipg remains in use, and patient to be monitored. No patient complications have been reported as a result of this event.